Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a transurethral lithotripsy procedure performed on (B)(6) 2022. During the procedure, when the physician took the stent out from the package, it was found that the coil part has been detached. The procedure was successfully completed with another tria firm ureteral stent. There were no patient complications reported as a result of this event. Investigation results revealed that the stent shaft detached, therefore this event has been deemed an MDR reportable event.

Manufacturer narrative:
(B)(4). The returned tria firm ureteral stent was analyzed, and a visual evaluation noted that the bladder pigtail was detached and in the middle of the shaft. Their respective stabilizer was returned, however, there was no problem noted, and the suture returned loaded with a cut. The positioner was not returned. During the magnification, detachments were observed closely. Also, a functional inspection was performed, a mandrel of 0,039" and passed through stent without resistance. No other problem with the device were noted. The reported event was confirmed. Based on the most relevant information of the complaint event description, device media analysis and including the product record review results, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. According to the device analysis performed, it was found that the device bladder coil was detached and shaft as well, and found that the suture was cut and unloading, indicating that there was a handle of the device. These issues could be caused by operational factors, interaction of the device with the suture string such as an entanglement during preparation of the device. It is possible that an excess of force applied to the suture string during the set up could damage it and cause the report issue. Consequently, affect the performance of the device. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the preparation and the device had no influence on event.